Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The upstream occlusion alarm was confirmed and reproduced. The pump was calibrated to ensure accurate detection.

Event description:
It was found during testing that a pump was alarming for an upstream occlusion. There was no pt involvement since the error was found during testing.